Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. The prostheses were filled to 325ccs. The patient had a history of left sided breast cancer with lumpectomy. Right sided deflation and a left sided depressed scar were diagnosed by a physician post procedure. As a result, bilateral replacement breast augmentation with scar revision was performed. The replacement implants were mentor 300cc 1600 smooth saline prostheses. The replacement implants were filled to 300ccs. There were no procedural complications and the patient was brought to the recovery room in stable condition. On 11/8/2018 mentor received information regarding the right sided deflation. On 11/27/2018 mentor received additional information stating that left sided scarring had also taken place (1645337-2018-07222). This report relates to the right prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/19/2018. Device evaluation summary: it was reported that a 59-year-old female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. Right sided deflation and a left sided depressed scar were diagnosed by a physician post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease extending to both views. A rent was discovered within the crease on the posterior view measuring approximately 0.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).